Manufacturer narrative:
The unit was received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. The definite root cause cannot be reliably determined. Most probable root causes are: worn/degraded device (wear and tear). Incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices/accessories for procedure. Improper maintenance. UDI #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00074 and 3004608878-2019-00075.

Event description:
This is 3 of 3 reports. The customer reported that the a3059 mayfield composite series skull clamp was not locking. The date of the event was not indicated. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested but no other clinical information has been provided.